Event description:
Boston scientific received information that noise was observed on the ventricular channel of this implantable cardioverter defibrillator (ICD) that was being oversensed. However, no asystole was observed with the oversensing. In addition, the pacing impedances on the right ventricular (rv) lead had increased from 680 to 730 ohms. The pacing impedances on the right atrial (ra) lead had decreased. All other lead measurements had remained stable. No adverse patient effects were reported. The physician elected to continue monitoring the patient. The device and leads remained implanted and in service. Additional information was reported on year later that more non-sustained episodes were recorded due to the noise oversensing. The physician suspected a possible header issue as this ICD was implanted under the pectoral muscle and was listed as part of the subpectoral implant advisory issued on december 1, 2009. The ICD was explanted and the leads were tested. All lead measurements were within normal range. The ICD was replaced with a competitor's product and will be returned for laboratory analysis. No additional adverse patient effects were reported as a result of the replacement procedure.

Manufacturer narrative:
Once the ICD is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. A visual inspection of the device header found it to be secure on the device case. All seal plugs were intact and inspection of the setscrews found no evidence of cross-threading. Further inspection of the ports revealed lead witness marks indicating that the pace/sense and defibrillation terminal pins of the rv lead were fully inserted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of noise, oversensing, increasing pacing impedance measurements and a possible loose header. This device met all specifications during testing.